Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient who is completely ventilator-dependent and communicates via leak speech, has a tracheal cannula which is partially deflated so the patient can talk or articulate. The patient suddenly becomes unconscious while seated. He is barely responsive and hardly able to answer, with intermittent eye closure. The patient is in leak speech mode. The ventilator is disconnected from the tracheal cannula, and an unusually large air release is observed from the cannula. Previously, condensation has been observed in the cuff line of the tracheal cannula. There was patient involvement.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.